Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the displacement test and self test. No keypad anomalies noted during testing. No keypad unresponsive/button error alarm anomaly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that center and arrow button of insulin pump was unresponsive. Customer stated that numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that initially when customer pressed the down arrow button it did not respond, but when they pressed it again it did respond. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.